Event description:
It was reported the programmer would not boot up. A nurse at the clinic used the repair disk, with no success. The programmer screen remained blank. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed that the screen was blank. It was also noted that the keyboard was missing the page down key and the key pad was buckled, the electrocardiogram (ECG) connector was loose, an error was displayed after trying to load software and the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.